Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 05-may-2023, a system log review could not be performed because the system logs were not available. This event is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a patient experienced cardiac arrest. The patient was resuscitated and hospitalized for 4 days then discharged home.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient had suffered a cardiac arrest and required cardiopulmonary resuscitation (CPR). The procedure was aborted. The patient was resuscitated, stabilized, and later sent to the intensive care unit (ICU). Initial imaging was negative for a pneumothorax, negative for significant bleeding. The patient had a medical history of diabetes, mild heart failure with reduced ejection fraction, obesity, melanoma, and hypertension. The patient was hospitalized for 4 days and then discharged home. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.